Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have a cavity between their two front teeth that is being repaired. They were examined by their dentist for routine cleaning and provided letter of recommendation. In the letter the dentist stated at the routine cleaning the patient informed the dentist that they have been undergoing treatment with byte aligners. Due to the numerous crowns and bridgework and lack of lower posterior teeth the patient's treatment should have been done under close supervision of an orthodontist or experienced dentist. This treatment should have never been attempted without at the very least consulting with our office or orthodontist. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.